Event description:
It was reported the patient stopped charging the device as recommended and the battery depleted. The patient's scs ipg was replaced with a new one and stimulation therapy successfully restored.